Event description:
It was reported that during a right shoulder stabilization procedure, the physician was utilizing a speedlock knotless implant device. Upon inserting the device into the press drilled bone hole located in the anterior glenoid the implant gave increased resistance and ceased to advance. The physician was forced to tap the handle until the inserter broke away from the implant. The pt and inserter handle were removed from the pt. An additional hole was drilled in the glenoid and a 2.9mm pushlock was used to complete the procedure. No pt complication were reported as a result of this event.